Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 24. Ridge augmentation. On (B)(6) 2018, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to themanufacturer. At the event the patient experienced: peri-implantitis, mobility, bleeding and inflammation. No further patient complications were reported.